Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's grandson alleges that the consumer was using the hand control to raise the chair, when she let the hand control go the chair allegedly continued to lift causing her to fall out.

Manufacturer narrative:
The device was returned and evaluated. There was contamination between the up/down buttons and the outer piping.

Event description:
Consumer's grandson alleges that the consumer was using the hand control to raise the chair, when she let the hand control go the chair allegedly continued to lift causing her to fall out.